Event description:
It was reported that three days following the patients spinal cord stimulation implant procedure, the patient experienced a pulmonary embolism (pe) with symptoms of headache, shortness of breath and generalized body weakness. The patient went to the emergency room and it was discovered the patient had two clots in her lungs. It was noted that the patient was not on blood thinners or blood thinning medication, and she has no history of blood clots. It is not known what type of medical intervention was performed at the emergency room. Upon follow up, it was reported that the patient was feeling much better.

Event description:
It was reported that three days following the patients spinal cord stimulation implant procedure, the patient experienced a pulmonary embolism (pe) with symptoms of headache, shortness of breath and generalized body weakness. The patient went to the emergency room and it was discovered the patient had two clots in her lungs. It was noted that the patient was not on blood thinners or blood thinning medication, and she has no history of blood clots. It is not known what type of medical intervention was performed at the emergency room. Upon follow up, it was reported that the patient was feeling much better. Additional information was received that while the patient was hospitalized, she was given a blood thinner. The physician believes that the event was related to the procedure, but not the device or stimulation. The patient is doing well and there will be no further course of action.

Event description:
It was reported that three days following the patients spinal cord stimulation implant procedure, the patient experienced a pulmonary embolism (pe) with symptoms of headache, shortness of breath and generalized body weakness. The patient went to the emergency room and it was discovered the patient had two clots in her lungs. It was noted that the patient was not on blood thinners or blood thinning medication, and she has no history of blood clots. It is not known what type of medical intervention was performed at the emergency room. Upon follow up, it was reported that the patient was feeling much better. Additional information was received that while the patient was hospitalized, she was given a blood thinner. The physician believes that the event was related to the procedure, but not the device or stimulation. The patient is doing well and there will be no further course of action.

Manufacturer narrative:
Update to initial MDR in block b5.